Manufacturer narrative:
At the time of this filing, specific details concerning timeless on period between product application and development of infection, treatments, need for re-operation and infection specifics have not been provided. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile. Studies have shown that following application of dermabond it acts as a barrier to prevent microbial infiltration into the healing wound. Infection can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the patient's condition before device application.

Event description:
It was reported by a nurse requesting information regarding infections and dermabond that four orthepedic patients had presented with post-operative infections. Two patients had knee replacements and the other two had hip replacements. All patients had dermabond used at that closure sites. The four patients required re-operation and new replacements had to be put in. The infections were not the same organism when cultured. All four patients had the same surgeon over three to four month period. The nurse did not know the product code or lot numbers used. She would not provide any further event or patient information. She stated she was just doing her investigation into these infections and was attempting to determine the reason they occurred. This report will account for the first of these events.